Event description:
It was reported the pt has been experiencing pain and swelling. MRI and blood work were performed. Results indicated high levels of cobalt and fluid in the hip, but no infection. Pt is planning on having a revision to the hip.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.